Event description:
Angioseal device deployed left femoral artery without incident. Pt complaining of leg pain after discharge and was brought back for eval of left leg some 27 days later and it was discovered that possible femoral claudication form angioseal had occurred. Pt referred to surgeon.